Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable high results from a coaguchek vantus meter. The serial number was requested but was not known. The result from the meter was 4.5 inr. Within 7 hours, the repeat result was 2.8 inr. On (B)(6) 2018, the result from the meter was 4.8 inr. Within 7 hours, the result was 2.6 inr from a laboratory using an unknown method. There was no allegation of an adverse event. The customer had antiphospholipid antibodies. The therapeutic range was 2.0 to 3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.